Manufacturer narrative:
Device passed the sleep current test, active current test and self test. Constant pump error 43 alarms noted during rewind. Pump error 43 alarm due to moisture damage on motor and force sensor. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 43 alarms. Device failed to download history files and traces using thump. Unable to upload/download due to being assigned to the wrong server. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm during the rewind. Customer was assisted to perform displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis